Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a low blood glucose level of 49 mg/dl. The customer was treated by eating food. The customer called in to troubleshoot for changing basal rates on the insulin pump. The customer declined to return the product for analysis.